Event description:
On march 31,2007 the lay patient contacted lifescan (lfs) alleging that his one touch ultra meter displayed the apply sample message. The patient told the lfs customer care advocate (cca) he had attempted to test his blood glucose with the reported meter and obtained no results for an unidentified period of time. No information was provided regarding the patient's diabetes treatment regimen. In 2007, the patient attempted to test with the reported meter and the meter displayed "over 100" before the patient passed out. The cca noted that the result of "over 100" could have been a reading in the meter memory; however, that was not confirmed. The patient's girlfriend took him to the hospital ER where a result of 20mg/dl was obtained on the hospital device. The patient was treated with IV glucose. The cca discovered that the patient had expired test strips. Use of expired test strips can contribute to inaccurate results. The meter and test strips were replaced. The complaint is reported because the patient alleges he was unable to obtain a reading on the reported meter and later was treated for hypoglycemia with loss of consciousness. The patient received IV glucose in an ER.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.